Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after experiencing a syncopal episode. Upon interrogation, the pulse generator exhibited a loss of output and the battery had reached end of life. The right atrial lead and right ventricular leads also exhibited loss of capture; it was suspected it was due to the pulse generator's low battery voltage. On (B)(6) 2016 the pulse generator was explanted and replaced,. No additional information was available at this time.

Event description:
New information reported stated that the patient was stable during and post surgery.

Manufacturer narrative:
Final analysis found the device was in bvvi mode due to power on reset. The product code download was attempted but it was unsuccessful because battery voltage was at eol level. New battery was installed and high current drain was noted and it was isolated to the rf module. Rf module was sent to (B)(4) for further investigation. The high current drain condition was confirmed at bench test. However, the rf module passed ate test, and when it was reinstalled to hybrid again, current went back to normal range. High current condition could not be reproduced, and the cause of the high current could not be determined.